Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in sections the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. As it is unknown if the customer was using sensor with ios or android operating system, g4 - PMA/510(k) # has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a low reading issue with the adc device. The customer reported the sensor was reading 60 mg/dl regardless of what customer consumed. In the evening, the customer's glucose was 325 mg/dl on capillary device, and customer reported having to be treated with insulin (dose/type unknown) by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a low reading issue with the adc device. The customer reported the sensor was reading 60 mg/dl regardless of what customer consumed. In the evening, the customer's glucose was 325 mg/dl on capillary device, and customer reported having to be treated with insulin (dose/type unknown) by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via a webform a low reading issue with the adc device. The customer reported the sensor was reading 60 mg/dl regardless of what customer consumed. In the evening, the customer's glucose was 325 mg/dl on capillary device, and customer reported having to be treated with insulin (dose/type unknown) by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Note: n/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g4 (PMA/510(k) #) and h10 (addtl mfg narrative) were incorrectly documented in the previous report. Correction has been made.